Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips remote service engineer (rse) connected with the customer and confirmed that the flex vision was not starting up. Review of system log file confirmed the malfunction. Upon troubleshooting, it was found a defective psu to the dvi-matrix switch in b-cab. The customer replaced power adapter to the dvi matrix switch. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the flexvision was not starting up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.